Event description:
The facility is reporting, via facility voluntary medwatch an infusion pump which alarmed and then failed during infusion of dopamine and epinephrine drips. The patient was being admitted from the operating room, rolled through the door with a triple pump displaying failed, with high pitch alarm. The pump suddenly failed and immediate pharmacological intervention, along with fluid resuscitation, was needed to maintain the patient¿s blood pressure. Reportedly, the pump was plugged and fully charged prior to the transport. Although requested, no additional information was provided regarding patient demographics, diagnosis, medication concentrations, dosages, rates, or pump programming.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.